Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the superficial femoral artery (sfa), the 3.0 x 150 mm armada 18 balloon dilatation catheter (bdc) was positioned at the lesion; however, during the inflation attempt fluid leaked from the catheter shaft at the hub and the balloon did not inflate. The device was removed without reported issue. A different bdc was used in the procedure. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Corrections: removed method code 4115. Evaluation summary: visual and functional inspection was performed on the returned device. The reported inflation issue and leak was confirmed. The investigation determined that the inflation issue and leak appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Device is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported inflation issue and leak appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.